Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an err4 message and that the unit of measurement setting of their freestyle flash changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.